Event description:
It was reported that during a hip labial repair surgery it was found that a piece of the metal plate fell off. The metal plate tried to be found using c-arm, but failed to take it out. As per initial report, metal plate remained in the patient¿s articular cavity. A backup device was available to complete the procedure with a delay of less than one hour. No patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive wear with dried tissue present. The right side of the screen is extensively worn with a significant amount of discoloration present from prolonged activation. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was generated on the remaining electrode legs. The suction line was tested and performed as intended. The complaint of the broken tip was verified. The root cause of this event, based on the physical evidence of the electrode wear and return cap discoloration, indicate that this device has been used beyond its intended life and that the detached screen is a result of excessive electrode wear. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. There were no indications that would suggest that the device did not meet product specification upon release into distribution.